Event description:
It was reported that during the medical procedure when the physician attempted to advance the stent (subject device) within the microcatheter resistance was encountered and it was observed that the stent got deployed within the shaft of the microcatheter. The subject device was replaced along with the microcatheter, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9: product available to stryker - updated. D9: returned to manufacturer on - updated. H3: device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was recovered from the microcatheter and noted to be deformed. The stent introducer sheath distal tip was intact. The stent delivery wire (sdw) was not returned. The functional inspection was not required as the event was confirmed during the visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported ¿stent deployed prematurely during use¿ was visually confirmed during the analysis. The reported ¿stent difficult/unable to advance or pullback through catheter¿ could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analysed anomalies noted to the device. It was reported that after the stent was normally introduced into the microcatheter, the physician felt resistance. Under fluoroscopic guidance, it was observed that the stent deployed 1-2 cm after entering the hub of the microcatheter. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure. The stent was returned within the proximal shaft of the microcatheter, confirming the reported event. The stent was noted to have been deformed. It is probable that positioning, rotating homeostasis valve tightening and/or flush conditions may not have been optimal during the attempt to transfer the stent into the hub of the microcatheter, causing the stent to deform causing the subsequent friction and premature stent deployment. Based on the review of all available information, an assignable cause of procedural factors will be assigned to the reported ¿stent difficult/unable to advance or pullback through catheter¿ and ¿stent deployed prematurely during use¿ and to the analysed ¿stent deployed prematurely during use¿ and ¿stent deformed¿, as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the medical procedure when the physician attempted to advance the stent (subject device) within the microcatheter resistance was encountered and it was observed that the stent got deployed within the shaft of the microcatheter. The subject device was replaced along with the microcatheter, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.